Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A call representative received a phone call pertaining to the imaging system. It was reported that the key was accidentally moved from the on position to the off position. The system was working as intended once the key got switched. No parts were returned to site.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after the system was moved they tried to boot up and the image acquisition system (ias) would not turn on. It was reported that the key was accidentally moved from the on position to the off position. No patient was present at the time of the event.